Event description:
The consumer reported using a vicks thermometer to monitor her temperature per doctor's orders. The thermometer was consistently registering a lower temperature. The consumer has had no long term problems due to the delay in seeking medical attention.